Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in the (B)(6), this was a case of a 26mm sapien 3 ultra transcatheter heart valve in aortic position by left transfemoral approach. During the procedure, the left femoral was dilated with an 18f dilator with no complications. The 16fr esheath was inserted with no issues. There were no complications upon advancing the commander delivery system, with mild pressure on pushing. No issues were identified during deployment. Balloon was completely deflated. Some force was needed to remove the commander system through the esheath. On inspection of the commander system, there was no visible damage, the system still flushed, and balloon expanded as intended. However, the esheath tip had torn. The patient remained hemodynamically stable throughout with no concerns on vascular access. As per medical opinion, calcified femoral arteries caused difficulty in pulling back the balloon into the esheath once the valve had been expanded.

Manufacturer narrative:
Added h6 type of investigation, investigation findings, and investigation conclusions corrected h6 component codes. The device was not returned for evaluation. A device history review (DHR) was unable to be performed as no lot number information was provided. A lot history review was unable to be performed as no lot number information was provided. The inspections and tests performed during manufacturing support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A review of imagery was performed, and the following was observed: the sheath distal tip was shown to be torn but still slightly attached to the shaft. Distal tip appears not have opened along the axial score line as designed. The IFU, procedural training manual, and device preparation manual were reviewed. The revisions of the documents released closest yet prior to the procedure date were reviewed. Based on the review, no IFU or training deficiencies were identified. Although the complaints for distal tip torn and difficulty advancing through sheath were confirmed, a complaint history is not required, as the issue has been previously identified in a product risk assessment (pra) and corrective action and preventive action (CAPA) which captures root cause analysis for the issue. The complaints for distal tip torn and difficulty advancing through sheath were confirmed per evaluation of the returned device imagery. However, no manufacturing nonconformance was identified during evaluation. Reviews of the DHR and lot history were unable to be completed as no lot number was provided. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description, "on advanced on the commander system, no complications with mild pressure on pushing...on removal of the commander system through the esheath, it was struggled to remove and it was took some force to pull out. On inspection of the commander system, there was no visible damage, system still flushed, and balloon expanded as intended. However, the esheath tip torn". Per evaluation of the returned device imagery, the sheath distal tip was observed to be torn along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. Additionally, it was reported that the patient had calcification present in their access vessel. Per the procedural training manual, "push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification". Calcification can lead to non-coaxial alignment between the valve and sheath, which may lead to increased resistance or an increased potential for the valve struts to catch onto the sheath distal tip during advancement. As such, available information suggests that reported resistance and distal tip tear may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification).